Event description:
It was reported that removal difficulties were encountered. The patient presented for percutaneous coronary intervention in a saphenous vein graft. After inserting a 6f sheath and placing a 6f guide catheter, a 4.50 x 32mm synergy megatron drug-eluting stent was advanced and deployed. However, during withdrawal, the stent balloon would not rewrap tight enough to fit through the guide catheter opening. After a struggle to get it through the guide catheter, it would then not fit through the sheath. The physician "snapped" the balloon through the sheath and was then able to remove it. The same scenario happened with the second 4.50 x 32mm synergy megatron drug-eluting stent deployed. The physician needed to deploy a third synergy megatron drug-eluting stent and upsized to 8f. The procedure was completed with no patient complications.